Event description:
A customer contact beckman coulter inc. (Bci) regarding erratic troponin (accu tni) results generated by the access instrument. Per customer, they obtained erratic accu tni results on multiple pt's samples. Customer only provided specific data for one patient. The pt sample was tested in duplicate and obtained results of 0.03ng/ml and 2.04ng/ml did not match. The erroneous results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Following the erratic results, customer performed a precision test with qc material and obtained poor results. A system check failed the washed %cv portion. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and noted that main pipettor was bent and replaced it. The fse also noted that loaded reagent packs had chunks from pack seal floating in them. The fse removed and discarded them. The fse performed a preventive maintenance (pm) to the instrument and verified instrument repair per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.